Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: unknown batch#: unknown it was reported that the bd nexiva septum was damaged/defective. The following information was provided by the initial reporter: "nurse disconnected from max zero connector, blue silicon piece did not full expand back to normal, one second later it returned/expanded to its normal length, and when it expanded back, patient blood splattered in clinician's eye." Verbatim: complaint received via email(s) attached. Nurse disconnected from max zero connector, blue silicon piece did not full expand back to normal, one second later it returned/expanded to its normal length, and when it expanded back, patient blood splattered in clinician's eye.